Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected hardware low level failures error or the motor arm cannot communicate with the main arm error alarms during testing however, hardware low level failures error and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to hardware error. Device was monitored for several days and no unexpected frozen display or insulin flow block alarms occurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a post reset error alarm, invalid trace pointers alarm, and a constant beep. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device was returned for analysis.